Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: a review of the black box showed multiple consecutive reboots had occurred after a replace battery alarm on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked and that there was moisture corrosion inside the display screen. The battery cap was not returned with the pump for testing; a test battery cap was used to complete investigation. The test cap was able to secure properly to the pump and maintained an electrical connection. The pump failed leak testing due to the battery compartment damage. Additional testing could not be completed for the alleged power issue due to an unrelated failure. During the first attempt to load a cartridge into the pump, the pump was unable to detect the cartridge, preventing further investigation. The pump cover was removed, and there was evidence of moisture corrosion observed on multiple internal pump components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a power issue with the pump and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).